Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: method code was updated to 10. H6: results code was updated to 213. H6: conclusions code was updated to 67. H10: narrative/data was updated. The reported device was received for evaluation. The reported condition of loosening was not confirmed. Visual inspection of the as returned product identified that the abutment was still attached to the crown. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review and complaint history reviews could not be performed since the lot and item numbers were not provided. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: method code was updated to 4109. H6: results code was updated to 3252. H10: narrative/data was updated. The reported device was received for evaluation. Visual inspection of the returned product identified a fractured abutment with crown and screw attached. The reported condition of screw loosening was not confirmed. Functional testing and dimensional analysis could not be performed as the device was fractured and attached to a crown. A device history record (DHR) review could not be performed as the lot number is unknown. Zimmer biomet quality management system has controls in place to ensure the distribution of conforming products. A complaint history review was completed for the reported item number dating back 12 months for similar events and no complaint regarding nonconforming product was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Manufacturer narrative:
This report is being submitted to relay additional information. Previously 0002023141-2019-01134-1 was submitted. The following sections are being reported: g5: was updated and additional 510(k) numbers are k013227 and k953101.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Brand name is not provided / unknown. Lot number is not provided / unknown. Initial reporter¿s first name is not provided / unknown.

Event description:
Doctor reports that the unknown zimmer abutment loosened. The abutment was removed and the implant is fine. Tooth site # 4.